Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; explant date: na continuation of d10:  product ID l-evprop34 (lot: 0011671612); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34 (lot: unknown); product type: 0195-heart valves; implant date: n/a; explant date: n/a product ID d-evprop34 (lot: 0011812808); product type: 0195-heart valves; implant date n/a; explant date: n/a product ID d-evprop34 (lot: 0011812808); product type: 0195-heart valves; implant date n/a; explant date: n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (B)(6), pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 x 40 millimeter (mm) non-medtronic (microport) balloon. The system was inserted into the patient and the valve was recaptured three times. After the valve was released, it was noted that the valve was positioned very deep. Paravalvular leak (pvl) and moderate ¿iao¿ was observed. A post-implant balloon aortic valvuloplasty (bav) was performed using a 28 x 50 mm non-medtronic (crystal) balloon. However, due to the depth of the valve, pvl and moderate iao remained. An attempt was made to snare the valve to a higher position, however, the valve dislodged. A second valve (B)(6) was loaded onto a second delivery catheter system (dcs) and was inserted into the patient. The valve was fully released on the first attempt and following release, pvl was observed. At this point, the patient remained stable. A decision was made to perform a post-implant bav. After attempts to cross the valves (one in the ascending aorta and one in the annulus) with the guidewire, an aortic dissection occurred. The patient subsequently died.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Corrected: b1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that according to the implanting physician, the first valve migrate towards the left ventricle, without intention, resulting in the deep depth. Clarifying information reported that "iao" meant aortic insufficiency. The only insufficiency present was pvl, which was affected by the height of the prothesis, and was not related to the leaflets of the prothesis. The pvl associated with the first valve was classified as severe. The pvl related to the second valve was classified as moderate. According to the physician, when an attempt was made to correct the depth of the first valve, which was too deep with a snare, the movement of pulling the prosthesis made the valve jump, and possibly dissected the aorta at that moment. According to the physician, the cause of death was the aortic dissection. The first valve contributed to the patient's death. The second valve did not contribute to the death. Of note, a non-medtronic lunderquist wire was used in this procedure.

Event description:
Additional information was received indicating that the first valve was recaptured three times due to the valve dislodging. The intended implant depth of the first valve was 3-4 millimeter (mm). However, upon release, the valve dislodged to a depth of greater than 10mm. After the first valve was snared, it dislodged to the ascending aorta. The second valve was implanted at a depth of 4-5mm.

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop34, serial/lot #: (B)(6), ubd: 2025-06-06, UDI#: (B)(4). Updated b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.